Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the customer had the pump in their front pocket when it became cracked. Customer is unable to deliver bolus insulin due to the cracked touch screen. Customer's blood glucose was 150's mg/dl. Reportedly, customer reverted to a backup pump for insulin therapy.